Event description:
One day after implantation, the distraction treatment was resumed. On 07/11/1999 the distraction rod fractured after 2 turns with the distraction key. During revision the complete device was removed and exchanged because the frame was blocked.